Event description:
The report states that dr. Did a vaginal hysterectomy along with a tvt procedure. No cough test was done; subsequently, the pt was unable to void. The doctor brought the pt back in to cut tape and therefore allow pt to void.